Event description:
It was reported that a pt underwent a surgical procedure on an unknown date and topical skin adhesive was used on the laparoscopic port incisions. The pt experienced inflammation and weeping wounds. On (B)(6) 2010, the pt was prescribed fucidin h cream 30g and antibiotics. On (B)(6) 2010, the culture results showed (B)(6). The wounds never healed and on (B)(6) 2010, the gynecologist noted the wounds looked red and edematous like a chronic granulomatous reaction. On (B)(6) 2010, the surgeon excised the unhealed wounds back to tissue and sutured the three wounds. The pt has been referred to a dermatologist. On (B)(6) 2010, the suture was removed from the umbilicus and the wounds are in the initial stages of healing.

Manufacturer narrative:
(B)(4). Inflammation. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained a supplemental 3500a form will be submitted accordingly.